Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock due to oversensing and changes in amplitude morphology measurements. Boston scientific technical services provided troubleshooting options for the field. The s-ICD remains in service and no adverse patient effects were reported.